Manufacturer narrative:
Unit passed displacement test and active current measurement. Unit received with unexpected battery power loss and had high sleep current, problem isolated to pcb 1. Unit alarmed pump error 63 alarm (variable 3) during self test and confirmed in the pump history due to broken pin 1 trace (vdd) on u1 keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had second occurrence of replace battery now alarm in less than 8 hours after a low battery warning. Customer used the suspend before low or suspend on low continuous glucose monitoring feature. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.